Event description:
It was reported that the medical staff faced issues for (B)(4) patients. The staples used were not forming properly. The staples were not closing and did not grab the skin properly. Another stapler was used to close the wound. Clinical consequences: bleeding. Additional information indicates that there were no patient consequences.

Manufacturer narrative:
Qn#(B)(4). A lot number was not provided by the customer. A device history record (DHR) review was performed based on sales history. Per DHR the product visistat 35r 6/box lot # 73c1900101 was manufactured on 03/05/2019 a total of 15,000 pieces. Lot was released on 03/15/2017. DHR investigation did not show issues related to complaint. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, the first staple was able to properly form and release. This was repeated two more times with the same result. To simulate insertion into the skin, the stapler was fired into a simulated skin pad. All three staples fired were able to engage and successfully close into the simulated skin pad. The remaining staples were fired from the stapler with no difficulty. Reference file anp1900073587 for investigation photos. The IFU for this product, l02644, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple c losure, the trigger must be squeezed all the way in." The reported complaint of "does not grab skin properly" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical staff faced issues for 3 patients. The staples used were not forming properly. The staples were not closing and did not grab the skin properly. Another stapler was used to close the wound. Clinical consequences: bleeding. Additional information indicates that there were no patient consequences.